Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported constant air in line alarms which were not reproduced. The alarms were confirmed during a review of the event history log. During the eval, the upstream sensor had cracks on the upstream sensor tail pins, which have been known to contribute to false upstream occlusion alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any pt involvement, injury or medical intervention is unk.